Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the rse found application did not boot upon turned on. The system requested the user to select boot device and after selecting, the system booted into application. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.